Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip did not release from the catheter despite multiple attempts by the technician to open and close the handle. The procedure was completed with a non-boston scientific product. There were no patient complications reported as a result of this event.